Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, an injury occurred to the external iliac artery, leading to a conversion to open surgery. The following information is unknown: the cause of the vessel injury, what surgical task the surgeon was performing when the complication occurred, the blood loss volume associated with the vessel injury, and what medical intervention was rendered due to the vessel injury.

Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned.